Manufacturer narrative:
The hvad pump (B)(4) was not returned to heartware for evaluation as it remains implanted in the patient. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4). Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient (including driveline exit site management), procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that during a patient's routine clinical visit, the vad coordinator noted purulent drainage, tenderness and redness at the site of the patient's driveline. The patient reported that he had been experiencing these signs and symptoms over the last week. The patient was re-admitted to hospital where his white blood count (wbc) was noted to be within normal limits. The patient underwent wound debridement two days after his admission on (B)(6) 2016. He was further treated with oral doxycycline and wound care. The patient and family were instructed to maintain daily dressing changes. The patient was discharged home three days after his surgery on (B)(6) 2016. He was seen a few weeks later on (B)(6) 2016 where he was noted to have completed his antibiotic course, was doing well and had no recurrences of infection.

Manufacturer narrative:
Additional information received indicates that the patient did not have any trauma to the site prior to the infection event. In addition, a driveline culture done on (B)(6) 2016 was positive for staphylococcus aureus.